Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a pulled from the primary bag rather than the secondary bag during a secondary infusion therapy. The device was set up to deliver 50 ml of piperacillin/ tazobactam as the secondary bag (dose and delivery rate unknown) and sodium chloride .9% 100 ml. As the primary bag (delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.